Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problems (service code 102, discharge profile faults) have been confirmed. As received, the monitor displayed a service code 102 and failed incoming functionality testing. The monitor was sent to engineering for further investigation. The root cause for the test failure and service code has not yet been positively identified. A supplemental report will be sent upon completion of the engineering investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 102 and was experiencing discharge profile faults.

Manufacturer narrative:
Follow-up report #1: additional information - 08/03/2018. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to an open r45 resistor on the computer/analog pca. The cause for the open r45 resistor could not be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problems (service code 102, discharge profile faults) have been confirmed. As received, the monitor displayed a service code 102 and failed incoming functionality testing. The monitor was sent to engineering for further investigation. The root cause for the test failure and service code has not yet been positively identified. A supplemental report will be sent upon completion of the engineering investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 102 and was experiencing discharge profile faults.